Event description:
A report was received that a pt was scheduled to undergo a revision procedure due to lead migration. However, during the pt's pre-operative appointment, it was discovered that the pt had an infection at the midline incision. The pt had pus at the midline incision and was treated with IV antibiotics. The physician does not believe that the infection was device or procedure related.